Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Device not reportedly explanted; surgeon reportedly plans to explant the devices 6 months post-op material will be shipped for investigation after explanation planned in 6 months. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review - manufacturing location: (B)(4). Manufacturing date: 10 november 2014. Expiry date: 01 october 2024. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a distal radius fracture surgery was performed on (B)(6) 2015. When the surgeon inserted the variable angle (va) locking screw into the most distal va locking hole in the radial column and tried to lock it during the surgery, the reported screw was not locked and passed through the reported plate. Then, the surgeon tried to use another va locking screw (same size) which also did not work. The surgeon left the hole without a screw and locked screws into the other holes of the plate and decided to complete the surgery as the surgeon felt enough fixation was achieved. Sufficient fixation was confirmed by motion of the patient's hand and wrist joints under the image intensifier. The surgery was prolonged by 20 minutes. No patient harm was reported. The surgeon commented that the second distal va locking hole in the radial column was something wrong though the screw was successfully locked.this is report 1 of 3 for com-152613.

Manufacturer narrative:
Device was explanted on an unknown date. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device history record review for concomitant screw: manufacturing location: (B)(4). Manufacturing date: august 12, 2013. Neither deviation nor any non-conformance reports were marked in the device history record. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: screws (part unknown, lot unknown, quantity 7); cortex screw (part 402.878, lot 8566042, quantity 1).

Manufacturer narrative:
Manufacturing evaluation was completed. Plate was received in a minigrip. Reference numbers etched match with the data reported in the complaint. No manufacturing related visual defects were noted. The surgeon complained that one locking screw did not lock and passed through the plate. The thread zero point of the hole va5 (complained hole) and of all the other va holes (va 1,2,3,4,6) could not be measured since the holes are seriously damaged post production. The other characteristics measured were found within specification. The thread inside the va holes is present, as shown in the pictures reported in the analysis report, but the profile could not be checked since the crests of the thread are completely damaged. The measures performed indicate that the plate was correctly positioned in the milling machine and the cnc program run was completed. No conclusion can be drawn on the conformance of the zero point of the threads based on the inspection performed. Device history records review was performed for lot 9224309. Manufactured in october 2014. The lot quantity is (B)(4) pieces; all pieces of the lot were released, no scraps were generated during production. The raw material used for this plate is article# 60010283 lot# 17675. The raw material certificate has been reviewed. In the certificate it is reported that the material fulfills the specification. During the in process inspection the hole va2 of the first and of the last piece of the lot were measured as per the relevant inspection sheet. The measures and the thread profile documented in the DHR are conforming to spec. All the va holes are aligned and manufactured with the same parameters and tool. Based on the fact that va2 hole of the first and of the last piece of the lot were conforming to specification, we can conclude that all the other va holes of all the lot were in specification. The manufacturing investigation disposition is unconfirmed due to the fact that no evidence of issues manufacturing related were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.